Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a whitish foreign material found inside the air/water tube and the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, the foreign material found in the air/water tube and the air/water cylinder could not identified and a definitive root cause of the issue could not be determined, as no physical damage was not found at the foreign material residue points and no additional facility reprocessing information was reported or available. The event can be detected/prevented by following the instructions for use (IFU) sections below: -detection methods are written in instructions for use: gif-1100 operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: gif-1100 reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.